Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated at the service center. The complaint was not confirmed. Neither the defect reported by the customer nor any other defect was detected when the device was evaluated at the service center. Since the reported issue could not be reproduced, no root cause is available for the reported failure. The service center verified that the device was fully operational per the manufacturer's requirements before the device was returned to the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 6/27/2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. PMA/510k: awareness date for follow up 2 initially reported january 15, 2019 but should have been february 25, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate in (B)(6) that during shoulder arthroscopy, it was observed that the suction function of the product fms vue pump was found to be inefficient/ inadequate. According to the reporter, the surgeon was using mitek shaver handpiece. It was further reported that when surgeon operated the shaver, the pinch valve operated as per normal - directing the suction function from the cannula tubing to the shaver tubing and the outflow pump wheel appeared to increase in revolutions. It was reported that there was hardly any suction, fluid was removed but the suction was inadequate to remove any tissue debris. It was reported that the field of view became compromised as stated by the affiliate. There was no patient harm indicated but there was 5 minute surgical delay reported. It was reported that the surgeon had to continually stop, irrigate surgical site to remove debris / improve visibility, and proceed at a slower rate of tissue debridement. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.